Manufacturer narrative:
Product event: (B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a pacemaker exchange, the surgeon reported the plasmablade device caused unintended soft tissue damage while utilizing in the pocket. No interventions were reported.